Manufacturer narrative:
The patient underwent mesh removal on (B)(6) 2011. An additional mesh removal was performed on (B)(6) 2013 due to severe pain.

Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted into the pt to treat pelvic organ prolapse and stress urinary incontinence. It is reported that the pt experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional info is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion could be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.